Event description:
During a breast biopsy procedure, the biopsy needle failed to extract tissue samples despite multiple attempts. A different brand of biopsy needle was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and 2 similar complaints for this lot number was found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to fail functional testing in automatic mode but functioned appropriately in delay mode. However, the root cause could not be determined. A search of the complaint database was performed and two similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.